Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump running green leds not working was confirmed during analysis. The evaluation of the returned system controller serial number (B)(6) revealed that the pump running symbol leds on the user interface were dim. The dim leds did not affect the system controller ability to operate a test pump during analysis. The company initiated a CAPA to address dimming of the pump running symbol leds. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook under section 2 ¿how your pump works-the system controller self-test¿ and heartmate 3 instructions for use under section 2 ¿system operations-performing a system controller self-test¿ explain how to perform a self-test. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pump running green diode light on the controller stopped functioning despite the pump working as it should. An auto-test was performed which was unsuccessful. The controller was exchanged with backup that works well.